Manufacturer narrative:
(B)(6) . Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent batch #m91x49. The device was received in good visual condition. Upon visual inspection under magnification it was noticed that the upper jaw was slightly damaged at the retention pin interphase. Resulting in the jaw been loose and difficulty in opening and closing of the jaws. However the damage was not significant enough to prevent the device from cycling. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, about three quarter of the way into the procedure the surgeon found it difficult to close the jaws and advance the I-blade. The device was removed from the trocar and under visual inspection it appeared that the jaws were off center and unable to grip any tissue. This was making advancing the I-blade stiff. This was a device provided for evaluation. A second device was available so opened and the procedure completed successfully. Surgery was prolonged three minutes. There were no adverse consequences for the patient.